Event description:
During a post op exam, an x-ray revealed the superior rib cradle on the right side came apart at the distractor lock. Surgeon revising patient to a new distraction lock.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested.